Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the atrial lead before the device replacement procedure. During the procedure, atrial lead insulation breach was noted. Suture sleeve and medical adhesive were used to repair the lead. The patient was stable after the procedure.